Event description:
The patient contacted baxter's technical service center regarding a high drain 103/notify pd nurse alarm, which occurred on the homechoice (hc) after use. The technical service representative (tsr) explained the alarm. The patient stated that he had problems draining during the first and second cycles. The patient stated he drained it all out during cycle three after standing up for a better drain flow. This complaint met increased intra-peritoneal volume (iipv). There was patient involvement but there was no patient injury indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the high drain 103 alarm. The rn stated she was aware of the alarm and that the patient has not reported any other drain volumes or other symptoms that meet iipv criteria. The rn stated there was no patient injury or medical intervention and that the patient has been continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.